Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
The customer complains about "blood in dialysate" alarm on the machine as soon as starting the treatment. Machine: phoenix. Bfr: 250 ml/min. Dfr: 500ml/min.the pt suffered no harm. There was no blood loss and no medical intervention was necessary.